Manufacturer narrative:
Device had cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl to 500 mg/dl and 87 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with manual injection for high blood glucose. Customer stated that insulin pump was damage stripped battery compartment, wear and tear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.